Event description:
This case was reported by a consumer and described the occurrence of celiac disease in a (B)(6) female patient who received double salt denture cleanser (polident 3 minute) tablet for dentures. A physician or other health care professional has not verified this report. The patient's past medical history included celiac disease and dentures. Co-suspect medication included super poligrip original (zinc free formula). On an unk date, the patient started double salt denture cleanser (dental) at unk dosing. At an unk time after starting double salt denture cleanser, the patient experienced celiac disease and condition aggravated. This case was assessed as medically serious by gsk. Treatment with double salt denture cleanser was continued. At the time of reporting, the events were resolved. Consumer reported she is new to dentures now for approximately three weeks and something has caused her celiac disease to act up. Consumer is new user of polident 3 minute tablets and super poligrip original 2.4 oz tube.

Manufacturer narrative:
The MFR's report number for this case is 1020379-2013-00012. Polident is manufactured in (B)(4). The lot number for this product is available; however, it is unk if the product will be returned for quality assurance testing. Super poligrip is manufactured in (B)(4). The lot number for this product is available, however, it is unk if the product will be returned for quality assurance testing.